Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead coating was torn exposing the wires inside as observed by the physician during device replacement. The lead was surgically abandoned. No additional adverse patient effects were reported.